Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located at the insertion site and was described as red and looking like a yeast infection. The patient stated that the sensor has been holding water underneath. The patient explained that she has tried the skin protectant as instructed by my doctor and nothing is working. The patient stated that she has scars from each and every one of the sites on my stomach. Some are somewhat healing but it's taking about 7 weeks. The patient stated that the reactions are horribly itchy, oozing, and hurting. A picture was provided by the customer and evaluated confirming the patient skin reaction. The root cause could not be determined. No additional event or patient information is available.